Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismax machine, an alarm condition related to 'air in blood' occurred. It was reported that "a significant quantity of air bubbles and foam had filled the air chamber". The nurse started the air removal procedure and while troubleshooting, an alarm indicating negative return pressure was triggered. The attempt was made to restart the machine; however, the screen ¿displayed 'baxter' in purple and the machine turned off and the patient's data erase. The machine turned back on immediately after turning off and displayed the message: maintenance to be done. The treatment was terminated without returning the extracorporeal (ec) blood to the patient. It was reported that the patient received blood transfusions "a few days later". No additional information was available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was not received for evaluation; however, the device was evaluated on-site by a baxter qualified technician. Upon onsite evaluation it was found that the device was found to be operational, and no malfunction was revealed. Log review revealed that the machine indicated air detect alarm. The user started the air removal procedure, and the clamp was opened. During this procedure, other alarms occurred and the clamp was closed. It was found that the clamp was opened again by the user for the air removal process which was "still active" and the pressure readings were now outside of limits therefore an alarm was triggered and shut down. After that, the machine rebooted. However, therapy recovery could not be performed since there was an active alarm generated prior to the machine shutdown. There was no machine malfunction identified. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.